Manufacturer narrative:
As the handpiece has not been sent in for an evaluation an analysis has not been performed. But the dentist stated that he might have used the handpiece as a cheek retractor. This causes unusual inner friction and therefore the heat up of the head as the push button gets pressed. Kavo recommends to set up a service interval for a licensed shop to clean, service and check the function of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment the head of the handpiece heated up and burned the patient on cheek to the size of a dime. Patient received some otc vitamin e aloe ointment to apply to burn.